Event description:
The report from the database indicated that: a pt was admitted for stable angina for a procedure to three vessels. The first target lesion was the 2.5mm mid rca with 75% stenosis and a timi flow of 3. The de novo 25mm lesion was not occluded and had little or no calcification. Following predilation, a 2.5x28mm cypher was deployed. Postprocedure, stenosis was 0% and timi flow was 3. The second target area was the 1.5mm first om with 90% stenosis. The de novo 3mm lesion was unoccluded with little or no calcification. This area was ballooned only. The third target area was the 2.8mm proximal lcx with 90% stenosis. The 20mm de novo lesion bifurcated and unoccluded with little or no calcification. A 2.5x24mm taxus was deployed after predilation. Post procedure, stenosis was 0% and timi flow was 3. Three months later, the pt had an mi as indicated by elevated serum markers. Per investigator, the mi was related to the cypher.